Manufacturer narrative:
The customer reported that system message (sm) - mechanism timeout error displayed while using the system. Therefore, irrigation/aspiration (I/a) could not be used. The procedure was completed using manual aspiration. There was no patient harm. The company service representative examined the system and replicated sm mechanism timeout error. The footswitch interface printed circuit board (pcb) was replaced. The I/a problem was not confirmed; however, although inconclusive, it is possible that the I/a did not function as a result of the nonconforming footswitch interface printed circuit board (pcb). Unrelated to the reported event, the lithium battery was replaced. The system was then tested and met all product specifications. The system was manufactured on october 22, 2003. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch interface printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, after the intraocular lens implant (iol) was inserted, a system advisory displayed. The ia (irrigation/aspiration) could not be used. Manual aspiration was performed to complete the case. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating there was no patient harm and both visual acuity and visual function after operation are good.